Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated. Contact did not know if pump/supplies were related to elevated bg. Contact declined to review pump data with tandem technical support and declined to provide further information.